Manufacturer narrative:
(B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #:5231588, medical device expiration date: 08/25/2020, device manufacture date: 08/19/2015. Medical device lot #:5306664, medical device expiration date: 10/31/2020, device manufacture date: 11/02/2015. Medical device lot #: 5356765, medical device expiration date: 12/31/2020, device manufacture date: 12/22/2015. Medical device lot #:5356766, medical device expiration date: 12/31/2020, device manufacture date: 12/22/2015. One sample without packaging was returned for evaluation. The returned syringe was examined and exhibited an orange piece of plastic inside the barrel. A DHR review was not conducted. Conclusion: although the investigation confirmed orange plastic in the device, an absolute root cause for this incident was not determined. The manufacturing site was made aware of this incident for customer and quality awareness.

Event description:
It was reported that an orange plastic shard was found in the barrel of the bd¿ 20ml enteral syringe. No injury or medical interventions were reported.